Manufacturer narrative:
Investigation performed by r&d project manager. Based on the reported events and the attached photos, a small medial calcar fracture has occurred during broaching, likely due to impingement between the amis bikini pincer broach handle and the patient&rsquo; s calcar bone. It must be highlighted that the surgeon reported he was trying to sink the broach beyond the osteotomy. This is an off-label use since, according to the surgical technique, the top of the cutting teeth should be aligned with the desired neck resection. Root cause: the event was caused by a deviation from the validated surgical technique, leading to advancement of the broach beyond the femoral osteotomy level and subsequent impingement between the broach handle and the patient¿s medial calcar, resulting in a minor calcar fracture.

Event description:
During broaching, a small medial calcar fracture occurred, likely due to impingement between the amis bikini pincer broach handle and the patient's calcar bone when attempting to advance the m-finity broach (probably size 4) beyond the osteotomy. The minor fracture required no intervention; the surgeon calcar reamed the fracture away anda collared stem was successfully implanted. According to the surgical technique, the broach should not be inserted beyond the femoral osteotomy level.